Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# 0215852448, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative (rep) that they experienced pain at their implant site and that when she drives her car, she experienced shocking by her stimulator. The issue had reportedly occurred for the patient over the few days prior to report. The patient was instructed at the time of report to turn their device off and to meet to have the device interrogated. Despite being walked through turning the device off, the patient reported having experienced a shocking sensation again, later that day, despite having turned the device off. It was noted that the patient reported having been compliant in the days following their (B)(6) 2018 implant. A rep met with the patient and confirmed the device had been turned off. Impedance testing was performed and found no issues. The patient¿s device was turned back on and the patient reported that ¿she felt the same usual stimulation sensation in the same amplitude.¿ the rep then turned the patient¿s device down to 0.0 v and turned the device off once again. The patient was asked to simulate the movements that she made when receiving the shocking sensation while driving; upon doing these movements in a chair in the hospital, the patient ¿received the same strong shocking sensation.¿ a nurse checked for any signs of infection, but none were present. It was noted that while the patient had used an ultrasound to check for infection, that she was asked to keep it away from the patient¿s implantable neurostimulator (ins). Both of the patients surgeons were consulted on the issue; one of the patient¿s surgeons planned to see the patient at a future date. The surgeon met with the patient the day after initial report and advised the rep that her device was turned back on at that time. It was stated that the patient¿s pain at the site was settling and that she had ¿just got back into daily duties too soon.¿ there were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. No further complications were reported or anticipated.